Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg site was red, swollen, and hot to the touch. As such, cultures and labs were taken to further address the issue. Subsequently, the patient was hospitalized and treated for a suspected infection with IV antibiotics for 2 days before being discharged. Reportedly, the patient was sent home with oral antibiotics. The issue is resolved.